Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that during the use of the cleo® 90 infusion set, the patient was receiving occlusion alarms throughout the day. The patient reported that their blood glucose levels rose to 180mg/dl due to reported event. The patient performed trouble shooting and it was observed that the cannula was kinked. The patient changed out their infusion set and resumed insulin therapy. No permenant adverse events were reported.